Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the unit would shut down without any alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to shut down, which confirmed the original complaint issue. However, the complaint of no alarms was not able to be confirmed as the unit displayed a 3/4 alarm and had an audible alarm upon shut down. Therefore, this is no longer an FDA reportable event.

Event description:
Dealer stated that the unit would shut down without any alarms.